Manufacturer narrative:
Four fast-fix 360 curved needle delivery systems were returned for evaluation. Devices were returned in the same packaging making lot identification prohibitive. Visual assessment of each device showed no ts or suture remains on the needles. No suture or ts were returned. The actuator is in its pre t2 deployment position on each device indicating a deployment of t1 and a pre-deployment of t2. Devices were functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. (B)(6)

Event description:
During a knee arthroscopy procedure it was reported that t2 was released in the joint. Only two sutures were placed. There was a maximum of a fifteen minute delay and t1 was removed. The doctors pulled very hard on the suture and all buttons came out.